Event description:
A 41 year old female admitted with nausea, vomiting and abdominal pain on 09/02/1999. On 09/13/1999, pt received 20meq kcl in 100ml nss over 10 minutes. The pump was set at 100cc/hr and read 84ml remaining. Within 10 minutes of infusing, the pt became tachycardic and the actual bag which was piggybacked to the infusion pump. The 20meq kcl was supposed to be infused over one hour, instead of 10 minutes. Pt given medication to return heart rate to normal sinus rhythm. This event discovered at 8:10 pm. Pt with normal sinus rhythm by 10:00 pm.